Manufacturer narrative:
H.6. Investigation summary: catalog: 442023 batch no.: 2347840 & 2326486 customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
Report 5 of 5 it was reported that bd bactec¿ plus aerobic/f culture vials (plastic) bcid was a dual positive for c. Glabrata and c. Tropicalis. C. Tropicalis was detected by pcr. Culture grew candida glabrata. The following information was provided by the initial reporter: customer reported results to clinician saying that c. Tropicalis was detected by pcr and infectious disease consult is recommended culture grew candida glabrata customer unable to determine affects on patient at this time customer reports that the patient was unlikely harmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 5 of 5 it was reported that bd bactec¿ plus aerobic/f culture vials (plastic) bcid was a dual positive for c. Glabrata and c. Tropicalis. C. Tropicalis was detected by pcr. Culture grew candida glabrata. The following information was provided by the initial reporter: customer reported results to clinician saying that c. Tropicalis was detected by pcr and infectious disease consult is recommended culture grew candida glabrata customer unable to determine affects on patient at this time customer reports that the patient was unlikely harmed.